Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Maude report # mw5079654. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: can you please clarify what issue occurred with the device? You have stated that there was a "dislodgement of staples requiring additional intervention". You have also stated that the implant was done on (B)(6) 2018 and the explant done on (B)(6) 2018. Was there a re-operation performed on the patient? If yes, please provide further detail of the event that occurred that necessitated a re-operation. Please include detail of how the device involved was of issue. Response: I don¿t have any further information to provide. I apologize for any inconvenience.

Event description:
It was reported that during an unknown procedure; dislodgement of staples requiring additional intervention. It is unknown if another like device was used to complete the procedure.